Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site goes to select a procedure the system powers off. The camera cart would not power on but the system continues to power off once they select a procedure. Self test displayed both carts at 100%. After unplugging the system, both remained on and charged for 3-4 min. All leds on the uninterruptible power supply (ups) were green, amber battery led. It was unknown if the ups was discharged.  There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); section d references the main component of the system. Other medical products in use during the event include: ups 9735787 main cart s8 svc ups 9735787 main cart s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.